Manufacturer narrative:
Exemption number: e2014018. The components of the device have been examined digitally and microscopically under a microscope and the tubes was found to be melted and contained black residue. According to the quality standard a material defect and production error can be excluded. During the investigation, it was lead to believe that the melted outer tube was caused by visible damages, scratches and grooves. It may also be a result of coming into contact with other instruments or improper handling of the device. Additionally the outer tube showed heavy signs wear. Due to the manufacturing date of 01/01/2011, the device may have undergone more 300 cycles of reprocessing. The service life of the device will depend on the individual intraoperative usages and specific reprocessing conditions. Due to the reprocessing procedure, there is a possibility of pre-damage isolation. The root cause of the problem is most likely usage and maintenance related. A batch history review is not possible because the lot number is unknown. These are both related cases: (B)(4), (B)(4)-9610612-2018-00419.

Event description:
During surgery, it was noted that the outer tube of the jaw insert got charred. The surgery was delayed with 20 min.